Event description:
Unomedical reference number (B)(4). Event occurred in greece on (B)(6) 2023, it was reported that the patient's infusion set's tubing got detached at the tubing connector. The site location was right side of patient's abdomen and the pump was located on the front side. Moreover, the infusion set had been used for two days. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on tubing and the pump was not dropped with the set connected to patients body. No further information available.